Event description:
It was reported that this was a closure using a prostyle device relative to an abdominal aortic aneurysm procedure. Reportedly, the prostyle device failed to deploy properly. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device failed to deploy properly¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4, lot# was updated from "3070742" to "3070841".

Event description:
User facility medwatch report received that states,¿describe the event or problem: failure of product to deploy properly. What was the original intended procedure? : aaa endo what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) ;" no additional information was provided.